Event description:
The report indicated a male pt died 3 days after his cypher implantation. The indication for the intervention was an acute myocardial infarction. The pt was admitted taking aspirin, statins, and beta-blockers. During the procedure, he was given aspirin, clopidogrel, and heparin. The target vessel was the mid left anterior descending branch (lad). The vessel diameter was 3.5mm and the lesion length was 30mm. Pre-procedure stenosis was 100% and post-procedure was 5%. Timi flow pre-procedure was 0 and post-procedure was 3. The lesion was a de novo, total occlusion. The lesion contour was irregular, angulation >45 and <90. It was concentric with moderate calcification. Thrombus was present. The lesion classification was type c (severely complex, excessive tortuosity, etc.). A 6f guiding catheter was used to access the site. The lesion was pre-dilated with a 2.5x20mm balloon at 16atm. A crb33350 was implanted at 18atm deployment pressure. The stent was not fully expanded, so post-dilation was conducted with a 3.5x13mm balloon at 28atm. The pt was discharged 2 days after the procedure. Medication at discharge was aspirin, clopidogrel, statins, ace inhibitors and beta-blockers. The pt died the next day of sudden cardiac death. The pt had stopped taking clopidogrel because he had not filled his prescription. It was noted as likely as stent thrombosis.

Manufacturer narrative:
This device, noted in d4, is not distributed in the united states. However, it is similar to the us distributed drug-eluting stents. Add'l info will be submitted within 30 days of receipt.